Event description:
"At end of procedure, noticed part had cracked and small fragments left inside patient. Able to retrieve most, but unsure all was there."

Manufacturer narrative:
Engineering was not able to duplicate the "shatter" type of damage observed in the returned unit. Email requesting more information was sent to customer relations on december 5, 2006. Pre or post treatments such as cleaning and/or resterilization may have caused this problem. Engineering cannot reach a conclusion because the root cause is still unk. Therefore, at this point, no further corrective action can be recommended.